Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient stated the ins had been turned off due to it not working. Caller had no further information regarding the decision to turn the ins off and why it wasn't working for the patient. No further complications were reported or anticipated.